Manufacturer narrative:
Device not returned.

Event description:
It was reported that prior to use, pump was being charged and battery was unresponsive. Pump was not used for insulin therapy. Pump was replaced.